Event description:
The vigilance responsible of the hospital reported an event of revision surgery. A patient on (B)(6) 2010 underwent a surgical procedure of tkr due to gonarthritis. On (B)(6) 2011 the patient underwent a further procedure of patellar substitution due to gonalgia. On (B)(6) 2012 the patient showed infection and joint effusion. On (B)(6) 2012 the patient underwent a surgical cleaning of the infection. On (B)(6) due to persistent infection the prosthesis was explanted. The surgeon completed the procedure using an antibiotic spacer.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.